Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: me - (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the clear cap of the laser diffusing fiber (ldf) could not be fully secured to the cooling catheter system (ccs). It was noted that the cap would rotate continuously. A second kit was opened and the ldf could be attached to the ccs. There was a reported delay to the procedure of less than five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: fdd updated to proper value. The laser diffusing fiber (ldf) was returned to the manufacturer for evaluation. Testing found that the luer of the unit was damaged as the threading on the screw was worn or missing and that it would not lock onto the catheter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.